Event description:
The customer reported that during a 12 lead attempt the display on the device went blank. There was no adverse patient impact.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer. The symptom could not be duplicated. All performance assurance tests passed and the device was put back into service. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.